Event description:
A type I diabetic reports having insulin reaction with use of device. Pt alleges overtreatment with insulin (sliding scale) because device reads higher than actual. Spouse used glucagon kit to treat pt after insulin reaction.